Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer's blood glucose level was 220 mg/dl. Customer delivered the remainder of the bolus, and declined troubleshooting with tandem technical support.